Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review was not accomplished as the lot number of the device was not made available. One (1) vcare ii device was returned for evaluation. The cervical cone, intrauterine balloon and vaginal cone were completely detached from the manipulator tube. The locking mechanism was secured to the manipulator tube and the pilot balloon check valve was intact. The intrauterine balloon appeared to have been folded over onto itself, as if it had been "peeled" off of the manipulator tube. The u.v. Adhesive appeared to have been adequately applied to the manipulator tube where the intrauterine balloon was attached. It was noted that a piece of the intrauterine balloon was still remaining on the manipulator shaft, indicating a strong bond. The inside diameter of the distal end of the blue vaginal cone measured within specifications using calibrated pin gages. The diameter of the center hole of the cervical cone measured within specification using calibrated pin gages. The outside diameter of shrink band provided an interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The intrauterine balloon adds additional resistance to detachment of the cervical cone. No product defect was found during examination, all measurements were within specifications. A potential cause of this complaint is application of force during manipulation of the device which exceeded the cervical cone pull off strength capability. A contributing factor may have been not unlocking the locking mechanism and retracting the vaginal cone prior to removal of the device. This factor would increase resistance allowing the vcare shaft to pull through the cervical cone. The risk associated with this complaint is mitigated in the IFU, instructions for use, which states, "unlock the locking mechanism by turning the thumbscrew counterclockwise (anticlockwise) and retract to the handle. A. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle." And "do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components have been retrieved from the patient." The device was being utilized for a robotic hysterectomy procedure during treatment of the patient. It was determined that the device did not fail to meet specifications. The device is not at fault for the incident, the incident has been determined to be user related. The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
The first complaint from this facility was the external balloon pop-it valve detaching from the vcare device. On initial evaluation of this complaint, it was looked at as the pop-it valve falling apart due to this event being "the second one this has happened to in the past week". A pop-it valve is an external part of the device and this valve falling apart is not a reportable event. Therefore, this event was initially evaluated as a non-reportable occurrence. Today, (B)(4) 2013, when the quality engineer investigating the complaint did his initial evaluation of the device, new information arose that turned this complaint into a reportable event. This event did not involve the pop-it valve of the device as the preliminary evaluation had determined. Examination of the device revealed that this event involved the vaginal cup, cervical cup, and balloon detaching from the device on removal from the patient. This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2012-00099. On completion of the quality engineering investigation of this reported incident, a supplemental report will be filed. Evaluation in progress, not yet complete.

Event description:
It was reported, "vcare fell apart when taking it out. This is the second one this has happened with for the customer in the past week". It was also reported, "no injury to patient".